Manufacturer narrative:
The investigation determined that during a correlation testing event, discordant vitros ipth results were obtained from 13 patient samples processed on a vitrops system and compared to a non-vitros method (siemans). Ortho has identified a 40% positive bias comparing vitros ipth to alternative commercially available methods. The origin of the overall positive bias is currently not known. The investigation is ongoing. The FDA (B)(4) office was notified of this issue on 13 october 2016. Refer to report number 3007111389-10/13/2016-001-c. (B)(4).

Event description:
A customer observed discordant vitros ipth results obtained from multiple patient samples when tested on a vitros 5600 integrated system and compared to a non-vitros siemans instrument. (B)(6). With regard to the respective reference intervals for vitros and siemens, patients 1-3, 5-7, 10, 12 and 13 are concordant between methods. Patients 4, 8, 9 and 11, however, fell above the vitros reference interval and within the siemens reference interval. The discordant results were obtained during a method comparison (correlation) study. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. There were no patient results reported from the laboratory. There was no allegation of patient harm. (B)(4).